Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a speed drop from 10000 rotations per minute (rpm) to around 6300 rpm. Log file review confirmed the speed drop and noted that it occurred when the staff connected the patient to the power module. The event appeared to be caused by the onset of a driveline short to shield. Short to shield was confirmed and the patient was placed on an ungrounded cable. It was planned to monitor the patient regularly for any changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. The system controller log file contained data from (B)(6) 2022 02:50:33 through (B)(6) 2022 09:31:00, per the timestamps. Low speed events were captured on (B)(6) 2022, with speed reductions as low as 6300 rpm. These events occurred while the patient was connected to the power module (pm) and resulted in low speed operation alarms. No pump stoppages were recorded throughout the file and no other atypical events or alarms were captured. Excluding the low speed events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20dec2017. No further information was provided. The manufacturer is closing the file on this event.